Manufacturer narrative:
Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date sent: 11/26/2019. Date of event: publication year of 2004. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
Title: a randomised trial of ultrasonic dissection versus electrocoagulation to reduce lymphatic complications after surgery for recurrent sapheno-femoral incompetence. Authors: w.g. Mouton, j.r. Bessell, t. Zehnder, r. Wirth,1 m. Naef, and h.e. Wagner. Citation: eur j vasc endovasc surg 29, 313¿315 (2005) doi:10.1016/j.ejvs.2004.12.013. The objective of this study is to prospectively compare lymphatic drainage after ultrasonic dissection, an electrocoagulation technique and sharp dissection in the groin during surgery for recurrent sapheno femoral incompetence. A total of 36 patients (34 females and 2 males) underwent redo saphenous high ligation procedures during a period of thirteen months (1st april 2002¿30th june 2003). The age ranged from 24 to 73 years (mean 53 years). The patients were randomly selected to receive either dissection with ultrasound (ultracision harmonic scalpel, ethicon endo-surgery, johnson and johnson company, spreitenbach, switzerland) or electrocoagulation or sharp dissection with ligation of scar and lymphatic tissue using absorbable suture material (vicryl, ethicon endo-surgery, johnson and johnson company, spreitenbach, switzerland). The femoral artery was used as landmark, after which the femoral vein was dissected and recurrent veins ligated and divided. The skin was closed with sutures. The wound was observed for lymphatic fistula and formation of a lymphocoele. Six (6) cases of lymphatic fistula (amount=less than 5 ml) formed in the wound were noted in the ultrasound group. One to two additional changes of dressings were required within the first 24 hours after the procedure. One 1 cm lymphocoele was reported following ultrasonic dissection but resolved within 36 hours with minimal compression. In conclusion, the authors noted that there is no detectable advantage for the use of ultrasound or electrocoagulation in recurrent saphenous high ligation, and the choice of technique can be left to the discretion of the surgeon.